Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber went to standby and alerted errors 171 and 820 at 64,733 joules. When the fiber started working again, it was noticed that it was shooting out of the end of the fiber and looked burned. It was noticed that the glass tip was cracked. The fiber tip was cleaned three times during the procedure. The procedure was completed using another fiber without any patient complications.